Event description:
Cs33 dlu was closed into firing range and had "firing complete". Tissue was somewhat thick. Cs33 dlu could not be removed therefore surgeon cut out the anastomosis revealing a stapled anastomosis and distal donut but the knife blade did not cut through to form a proximal donut. As a result, there was prolonged or time (approx 1 1/2 hr), unintended tissue loss, peritoneal drain and possible extended hospital stay. Case was completed using competitive device.